Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units battery only lasted thirty minutes. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information poc: (B)(6). A getinge field service engineer (fse) inspected the unit and he replaced batteries(d146-00-0039) and performed full functional and safety tests. All tests passed. Returned iabp to customer and cleared for clinical use. Also replaced safety disk due to hours unrelated to battery replacement. Also replaced line cord due to a nick in the insulation again unrelated to repair call.